Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy - retroperitoneal anterior surgical procedure, the jaws of the single port (sp) medium-large clip applier instrument would not open fully, and the instrument was unable to clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use and there was not any damaged or anything out of the ordinary. The issue with the instrument happened while the surgeon attempted to clamp a vessel or tissue bundle. The specific issue with the clip applier is the instruments jaws were remaining static/not moving when the surgeon commanded. The issue is not related to unexpected motion of clip applier while attempting to clip and not related to unsuccessful clip application. It is also not related to clip opening after closure of clip. The jaws were not opening sufficiently. They were using medium green clips with the instrument. The vessel or tissue bundle was no greater than the specified diameter suggested and the clip applier had zero uses before this event. The issue was resolved by using another clip applier. The instrument is available for return.